Manufacturer narrative:
Device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. The product sample consisted of one catheter of product 14.5 fr tal palindrome with slots catheter, 23 cm implant length, 40 cm overall length that came inside a plastic bag. Visual inspection was performed, and a hole was found on the joint of the catheter below the hub. Additionally, the catheter was cut approx. 2 cm below the cuff. The sample was subjected to an underwater test and bubbles were detected; they were coming out below the hub, from the venous lumen. Based on the complaint description, the device functioned as intended for a period of 2 years and 4 months. As per the instructions for use, the customer has to perform a visual inspection before using the device, and inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. Additionally, manufacturing performs 100% visual inspection and 100% leak test per. Although this defect has been confirmed, based on the complaint description that the device functioned as intended for approximately 2 years and 4 months, t it can be concluded that the product was manufactured according to specifications and functioned as intended for the reported amount of time, and a cause could not be related to manufacturing activities. With the available information, the most probable root cause could be considered a misuse (leak could be caused due to excessive force, sharp objects or due to an inappropriate use of cleaning agents.) This failure mode is being addressed in a corrective and preventive action (CAPA). No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a leak at the y junction (bifurcate). The catheter placement date was (B)(6) 2013. The date of the incident was (B)(6) 2015, and the catheter removal date was not provided. The patient does not have any injuries as a result.